Event description:
It was reported to philips that the device was unable to boot up. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). Address line 2: (B)(6).

Manufacturer narrative:
The field service engineer (fse), evaluated the device. And confirmed, the no boot issue. The device needs a power pca and a therapy pca. Upon conclusion of the evaluation. It was determined, that the therapy pca and a power pca require replacement. We are unable to determine, the root cause of the event as multiple parts were required for replacement. Both parts were replaced and device returned to normal operation. No further actions.